Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au480 clinical chemistry analyzer. The fse inspected the analyzer and confirmed high results. The fse determined the buffer valve was defective. The fse replaced the buffer valve which resolved the issue. The fse performed verification testing without further issues. The system returned to normal operation. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4). Note: for erroneous results generated on 10april2025 refer to beckman coulter internal identifier (B)(4).

Event description:
The customer reported the au480 clinical chemistry analyzer generated erroneously high ise patient and qc results for sodium (na), potassium (k) and chloride (cl) on (B)(6) 2025. The customer indicated the erroneous results ongoing occurred on (B)(6) 2025 and (B)(6) 2025. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data. This report will address erroneous results for event date of (B)(6) 2025.